Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 4 that has a cracked finish. The device was returned for further evaluation. No injury to patient was reported.

Manufacturer narrative:
Service received the device for further evaluation. Service confirmed that device has a cracked finish. A replacement device will be sent to the customer.